Manufacturer narrative:
(B)(4). The lot was manufactured from april 21, 2015 to april 22, 2015. The device was returned for evaluation. Visual inspection revealed a crack located on the multirate control module. A functional leak test was performed and revealed a leak from the crack in the multirate control module during filling. No signs of leak were found at the fillport. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was found to be leaking during filling. There was no patient involvement. No additional information is available.